Event description:
Hosp reports that unit alarming "run diagnostics" with error code e-36. Ventilation was not interrupted. However staff did remove pt from ventilator for servicing of the ventilator.